Event description:
A malfunction alarm was reported with code malf 12, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted in successfully resetting it, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue happened again, and the customer acknowledged this guidance.